Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation. (B)(4).

Event description:
It was reported to philips that the device failed during opcheck with a shock equipment malfunction message. There was no patient involvement.

Manufacturer narrative:
The customer has elected to remove the device from use.